Event description:
The report received from the field indicated that the pt had an interventional neurovascular stent assisted embolic coiling procedure of a 2 cm paraclinoid aneurysm as the pt's index procedure. The pt was symptomatic with visual loss on the ipsilateral side of the aneurysm. The neck of the aneurysm was approx 8-9 mm and the parent vessel was the carotid artery which was approx 5 mm in diameter. An enterprise vrd stent was implanted past the aneurysm to assist in the embolic coiling. Ten (10 each) micrus coils were used for the procedure. Approx twelve hours after the index procedure, the pt developed a subarachnoid hemorrhage. An additional interventional procedure was performed and an additional enterprise stent was implanted in the carotid artery to act as a flow diverter, and eleven (11 each) additional micrus coils were deployed. The pt expired two days after the index procedure.

Manufacturer narrative:
It was reported that the location and cause of the bleed was difficult to evaluate. The repeat angiogram after the hemorrhage demonstrated an out-pouching of the aneurysm at its inferior aspect. It was surmised that the aneurysm had grown in this location and ruptured from this site as there was no contrast filling in this area at the conclusion of the first coiling procedure. It was reported that the hemorrhage was a subarachnoid hemorrhage, most likely related to the aneurysm. It was further reported that the hemorrhage did not appear to be related to the enterprise vrd or caused by the delivery wire. The hemorrhage was delayed by many hours after the procedure. Rupture of the aneurysm does not appear to be related to the device, which was placed after 10 coils were placed and before 11 more. Micrus coils were used for the coiling without any difficulty, and there is no evidence that the hemorrhage was related to the coil placement. In addition, it was reported that there was no evidence that this event was related to other cordis devices. There was no difficulty in placement of the first enterprise vdr placed across the neck of the aneurysm. The catheter was passed past the aneurysm and the stent deployed as planned. The event did not appear related to the second enterprise vdr in that although there was a slight challenge in navigating through the initial stent, once accomplished the second enterprise vdr deployed without difficulty. The second enterprise stent was placed after the event to act as a flow diverter. In fact, the follow-up angiogram after stent deployment did seem to demonstrate reduced flow into the small area of apparent aneurysm growth. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used for the same pt. Please reference MFR report #1058196-2010-00014.